Event description:
Hosp technician of pt reports pt line of homechoice set did not prime completely. Technicians reports pt was connected to homechoice set by a health care professional (hcp) before verifying that the line was primed completely. Technician notes that there was "confusion" at the time of the incident, due to the many hcp's in the room operating the device. Per technician, the pt completed treatment with a new set up of supplies. No pt injury or medical intervention required per technician. Technician is now aware of proper priming procedure.